Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right atrial (ra) lead experienced dizziness, and light headedness. Possible loss of capture (loc) in the right atrial (ra) lead was suspected; however, this could not be confirmed with the available data. Technical services (ts) was consulted and noted device was operating as programmed and recent lead tests were within limits. Further testing was recommended to evaluate device thresholds. Additional information indicated that a follow up visit was scheduled to provide further evaluation. This device remains in-service at this time. No additional adverse patient effects were reported.